Event description:
It was reported that balloon rupture was occurred. The target lesion was located in a coronary vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.